Event description:
Patient was in for scheduled surgery , for laparoscopy due to complaint of pain. According to the surgery dictation, there was a misfiring of a stapler device. This was noted during a random audit. I spoke with the staff involved, they do not remember the events of this case. According to the operative report a "vascular-endo-gia was used to transect the mesoappendix. This was done with two staplers. A third was used because the second misfired, spilling a few unfired staples into the abdomen. Suction irrigation was used. There was noted some free staples were spilled in the abdomen. In checking to see what staple device was used I was told that three ethicon ets-45-2.5 staplers were used. This is a vague reference number, which could be one of three products on our shelves: atw45, or tsw45, or scw45. Mostly likely, it would be the first, although there is no way to know for sure at this point.